Event description:
Pt's caregiver came across two catheters with the tips cut off. She didn't think to save them. She did catheterize the pt. Trauma was caused to the pt. Pt did bleed but no medical attention was given. The caregiver said they called the doctor and put pt on antibiotics just in case of an infection.